Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - taste disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's cgm on the "receiver" was 54 mg/dl 6 days after the sensor was put on the arm. The patient uses tandem t slim in modified closed loop. No mention if she checked her bg but she experienced change in taste, frequent urination, and was nauseated. She ate carbohydrate. Then she fell asleep. She woke up the cgm was 63 mg/dl, so she decided to take "glucagon tablets." No mention if she had symptoms or checked a bg. She was then rushed to the emergency room by her husband on (B)(6) 2025 at 1:00 am. There, a fingerstick was taken by the nurse at 516 mg/dl while the cgm was at 77 mg/dl. She was then provided with "IV insulin shots." Then she was released from the hospital on the next day (B)(6) 2025 at around 1:00 pm. At present, patient is feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.